Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle detached from the thread. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted two sutures and one needle. One of the sutures was detached from the needle, needle was not returned. One of the sutures was attached to the needle. It appeared that the needle had disengaged from the suture under tension. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.